Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's implantable cardioverter defibrillator was oversensing noise. No intervention was performed. The patient was stable and would continue to be monitored.

Event description:
New information received noted that the patient presented to the emergency room feeling dizzy. Upon review, the implantable cardioverter defibrillator exhibited noise leading to oversensing. No intervention was performed. The patient condition was stable.